Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was found to leak during flushing. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and appears to be use related. One 2 fr per-q-cath was returned for evaluation. An initial visual observation showed use residue on the returned sample. The returned sample was flushed with a 12 ml syringe of water and a leak was found near the 15 cm depth marker. A microscopic observation revealed several splits in the catheter between the 14 cm and 15 cm depth markers. The splits were observed to be clustered near each other and oriented in many different directions. The edges of the larger splits could be seen to be mostly straight but rough and slightly uneven. Additional damage was observed on the inner wall of the catheter at the location of many of the splits. The characteristics and location of the damage observed on and within the returned catheter indicate the damage was most-likely caused by manipulation of the stiffening stylet within the catheter prior to flushing the catheter, compression of the catheter with the stylet still inserted, and/or rapid or forceful withdrawal of the stylet from the catheter. The product IFU states: ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was found to leak during flushing. No other information was provided.